Manufacturer narrative:
Exemption number e2015058. The user first attempted to install the pad-pak on the (B)(6) 2014 with the device recording nonsensical data. The pad-pak was successfully installed less than a minute later with the device passing a self-test. The device performed all self-tests between (B)(6) 2014 and the (B)(6) 2016. The device records a power up during this time exceeded 10 minutes which would indicate that an in range patient impedance was detected. An increase in voltage preceding the event would suggest a further pad-pak was installed. No further information could be obtained as the user accessible memory was erased. Manual power ups of less than one minute duration were recorded on the (B)(6) 2016 with the device powering up in adult mode each time. A test pad-pak was inserted into the device and the device passed a self-test. The adult patient prompt was given at power up. A test pedi-pak was inserted into the device, the device was power cycled. During the power up the adult patient prompt was given. This indicates a fault. The device was tested on calibrated equipment and delivered a shock without fault. An acceptable measurement was recorded. The device powered off normally with a flashing green status led. During the investigation the reed switch was found to have failed. Although the reported complaint was "the device prompts child patient with an adult pad-pak installed", the device technical log indicates this was not the case. The device memory log was intact upon receipt at heartsine with all power ups recording the device powering up in adult patient mode. Investigation indicated the opposite fault had occurred with the device giving an adult prompt with a pedi pak installed. No pad-pak was returned for investigation. The device was still capable of delivering therapy even with the failure of the reed switch. However, as a result of this fault mode when connected to a patient the shock energy delivered would depend on the measured patient impendence. Subsequently, the shock energy may have increased for higher patient impedances. Aha guidelines indicate that in a situation where a pedi-pak is not available or that the user is unsure of the child patients age an adult pad-pak can be used.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device prompts child patient with adult pad-pak.